Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that before surgery, the pulsavac plus appeared to have corroded batteries or contaminants. When staff was opening sterile supplies, it was noticed that the pulsavac kit had dark gray debris in the pack after the lavage instrument was put on the sterile field. The staff considered it contaminated. The back table was broken down and a new pulsavac was opened onto the sterile field. There was no patient harm or injury as there was no patient involvement. There was a surgical delay of three minutes. Due diligence is complete, no further information is available.